Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump will not recognize door being shut when line set is installed when testing" was reproduced as a "door not fully latched". A review of the event history log revealed multiple "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was out of adjustment link screw. The link screw required to be adjusted to address this issue. An occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door being shut when line set is installed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.